Manufacturer narrative:
Qn#(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that during insertion of the dialysis catheter in the medical resuscitation unit, the guide wire remained stuck inside the needle. The doctor had to remove both guide wire and needle together and then use another kit to insert the catheter. There were no clinical consequences as a result of this incident. The sample was received for evaluation and observed to be damaged.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire stuck inside an introducer needle. The guide wire was unraveled at the distal end. The guide wire was forcibly removed from the needle. Microscopic examination revealed that the core wire was broken adjacent to the distal weld. No pieces of the wire appeared to be missing. Manufacturing records were reviewed with no relevant findings. It appears that the spring wire guide was damaged during insertion causing it to lodge inside the needle. Therefore, operational context caused or contributed to this event. No further action will be taken.